Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Review of the ventilator diagnostic log confirmed the reported occurrence. The manufacturer's service technician replaced the data acquisition to motor controller pcb cable to address the finding. Extended self testing was completed and passed to operating specifications.